Manufacturer narrative:
The device remained implanted.

Event description:
During a y stenting embolization of an aneurysm in the middle cerebral artery, two stents were deployed, one was the subject device and the other an enterprise stent. It was reported that the pharos stent did not open inside the enterprise stent. Balloon angioplasty was performed resulting in rupture of the artery, massive stroke and left hemiplegia. It was also reported that there was stent thrombosis during the procedure. The patient had persistent ischemia and neurological complications. No further information was provided.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, hemorrhage, stroke and neurological deficits are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
During a y stenting embolization of an aneurysm in the middle cerebral artery, two stents were deployed, one was the subject device and the other an enterprise stent. It was reported that the pharos stent did not open inside the enterprise stent. Balloon angioplasty was performed resulting in rupture of the artery, massive stroke and left hemiplegia. It was also reported that there was stent thrombosis during the procedure. The patient had persistent ischemia and neurological complications. No further information was provided.